Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of cervical spondylosis , degenerative disk disease , disk osteophyte complexes c4-5, c5-6 , c6-7, diskogenic pain c5-6 , status post motor vehicle accident ((B)(6) 2009). The patient underwent following procedures: anterior cervical diskectomies with osteophytectomies and foraminotomies bilaterally , c4-7; placement of interbody peek prosthetic device, c4-5; structural allograft placement , c5-7; anterior interbody arthrodesis c4-7. 5) placement of cevical plate , c4-7; structural allograft at c5-6 <(>&<)> c6-7 measuring 6 x 14 x 11 mm. The cage at c4-5 level measured 5x 14 x 11 mm. Per op-notes, ¿¿ used cortical structural allograft which was filled with 1/8 of a sheet of rhbmp-2/acs and demineralized bone matrix (dbm). .. Used peek interbody spacer at the c4-5 level .. The cage was filled again with 1/8 sheet of bmp and dbm .. Then secured a 60mm cervical plate to the vertebral bodies of c4,c5,c6, c7 using cancellous screws.. There was no intraoperative complications.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.